Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, and functional stress testing without duplicating the report. A visual and internal inspection of the device found no discrepancies. The processor/bridge/pace board, ECG board, and monitor board flex cable were replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.